Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that the patient developed an abscess and is hospitalized. It was noted that their leads were removed on (B)(6) 2018. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.